Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4). Correction: during and internal review on 18-jul-2023, it was discovered the incorrect expiration date was reported in the 3500a initial medwatch report. The incorrect date reported was 25-aug-2021. The correct date is 25-aug-2022 and field d4. Expiration date has updated.

Event description:
It was reported that a male patient born (B)(6) underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. While ablating the doctor heard a steam pop. No impedance issue or any errors. They used ultrasound and it was determined that a pericardial effusion was seen. A pericardial window was performed and then the patient was brought to surgery. While in surgery an epicardial ablation was also performed. The patient is stable. No errors or issue with the hardware occurred. Additional information was later received indicating this adverse event was discovered during use of biosense webster products during ventricular storm procedure burning in the right ventricle. The physician¿s opinion on the cause of this adverse event is that it was a bwi product malfunction as he thinks it was the steam pop. In addition, it was procedure related since it was a hard procedure. The patient in vt storm- mapped the right and left ventricle, burned on the right and left and the patient was in very sick condition and in incessant vt. The patient¿s condition was reported as fully recovered (no residual effects). The patient required extended hospitalization as the patient stayed additional nights in the hospital because he was intubated and neurology had to check him out. Relevant patient history includes 2 other previous ablations at other institutes. A smartablate system rf generator system was used. A transseptal puncture was performed with a (B)(4) -brk transseptal needle. Physician and fellow heard pop, biosense webster respresentative did not. There was an impedance drop and then spike. The event occurred during ablation phase. An irrigated catheter was used in the event, with the flow setting: 8.15 ml/min and 2ml/min. The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used included graph, dashboard, vector & visitag with visitag module parameters for stability: 3mm,3sec, 25% force over time (fot), 3 g with respiration adjustment and force time intervel (fti).

Manufacturer narrative:
Device investigation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30629491l number, and no internal action related to the complaint was found during the review. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).